Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the wire stuck was insufficient reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use a wire was stuck in the biopsy channel. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there is a wire stuck in the biopsy channel clogging it. The wire could not be removed by proper reprocessing. Due to the clogging, no brush or forceps could be passed through the channel. The suction channel was also clogged. Other observations for the device: adhesive of distal end rubber coating (a-rubber) had chips and switch (sw) sw1 had a cut. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.